Event description:
It was reported that stent moved on balloon occurred. The patient underwent percutaneous coronary intervention. Vascular access was obtained via the right radial artery. The 80% stenosed, 2.75 to 3.00mmx42mm, eccentric, de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. After a 6f non-boston scientific (bsc) guide catheter was engaged coaxially and a non-bsc guidewire was crossed the lesion, pre-dilation was performed with a 2.00 x 12 mm emerge balloon catheter. Intravascular ultrasound (ivus) was then employed to assess the lesion morphology. A 1.50 mm burr rotalink plus was used to perform a rotational atherectomy in the calcified mid lad. A 2.75 x 48 synergy drug-eluting stent (des) was advanced for treatment; however, the stent had difficulty to track the lesion. The device was removed, and it was observed that the stent appeared slightly loose from its crimping. Due to concerns about potential stent dislodgement, a shorter stent of 2.75 x 24 mm synergy des was deployed successfully from the ostial to mid lad and the procedure was completed. No patient complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
A2: age at time of event: 18 years or older.